Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Customer reported a bang in the switch room during an intervention. Also, there was burning odor. The x-ray generator went down causing a total system failure.